Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with meter to meter comparison of 593 with the true metrix air versus 377 with the hospital's meter. The expected fasting blood glucose test result range is 225 to 274 mg/dl. The customer feels well and did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 01/21/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6). Customer is concerned with the results of 593 mg/dl fasting that was taken at the hospital with the meter but the hospital's meter showed 377 mg/dl fasting. Customer was not having any symptoms however because of the high results she went to the hospital on (B)(6) 2017 as a precaution. Customer states meter was reading in the 500's. Customer did not receive treatment at the hospital and was released the same day. There was no diagnosis in the hospital.